Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis

Event description:
Additional information was received that a revision procedure was performed where the pacemaker was explanted and the ra and rv leads were surgically abandoned. A new device and leads from another manufacturer were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker¿s longevity decreased from two and a half years remaining to 1 year remaining in three months. The medical personnel noted that the right ventricular (rv) lead threshold measurement was at 6 volts. Review of the data stored on the remote home monitoring system found several atrial tachy response (atr) episodes. Some of those atr episodes were inappropriate due to oversensing of noise on the right atrial (ra) channel. Boston scientific technical services (ts) the decrease in battery longevity was due to the amount of atr episodes and high rv output. Further review of the stored episodes found that the noise on the ra channel was due to the pacemaker oversensing the minute ventilation signal, subsequently causing the inappropriately stored atr episodes. The impedance measurement trend data showed within range measurements for both the ra and rv leads. Ts suggested further testing including isometrics along with programming the minute ventilation feature off in the pacemaker. Ts and the medical personnel discussed other programming options. The clinic stated the patient had already left, but they would bring them back in for further testing. They also noted they were considering a revision procedure due to the high rv threshold measurements. While reviewing the data from the remote home monitoring system, ts further noted farfield oversensing events from one and a half years earlier. The pacemaker and leads remain in service and no adverse patient effects were reported.